Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation showed the plate fractured at the lateral and medial screw holes. These fractures have caused both medial screw holes to detach from the plate and one of the lateral screw holes to detach. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that a revision surgery was needed due to the patient fracture at c6, and a canopy shelf plate was found broken. This event occurred in japan.